Manufacturer narrative:
Analysis by manufacturer: the device returned to boston scientific consisted of a jetstream xc-2.4 atherectomy catheter. The baton and electrical connection were cut off the device from the customer site when received. The device was visually examined for any shaft damage. Visual and microscopic examination showed multiple bends and buckling/kinks along the shaft from 6cm from the tip to 16cm from the tip. There were additional kinks noticed located 43.5cm and 41.5cm from the tip. The device was set up per the IFU. The device ran as designed. A leak was noticed from the kink located at the 41.5cm location. There were no separations or fractures noticed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that there was an internal device fracture. The target lesion was located in a moderately tortuous and moderately calcified superficial femoral artery. A 2.4mm jetstream xc atherectomy catheter was selected to be used to treat the arterial stenosis. The jetstream catheter was prepared per the IFU and loaded onto the 7 french sheath and thruway guidewire. During insertion, the catheter failed to track over the aortic arch and the shaft snapped in the part that was still in the physician's hand, outside the patient's body, at about the middle portion of the shaft. The atherectomy portion of the procedure had been aborted, and the procedure was completed with balloon angioplasty. There were no patient complications reported. However, device analysis revealed a leak from the infusion line.